Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of acute respiratory failure and fluid overload, which warranted hospitalization and multiple hd treatments for rapid ultrafiltration. Per the pdrn, causality was attributed to the patient¿s non-compliance, and multiple abdominal surgeries which caused significant scarring. The pdrn stated the patient is not a good fit for ccpd therapy. The pdrn stated she did not support the patient¿s allegation of device malfunction or deficiency. The pdrn reported that the patient¿s inadequate treatment quality is the same on manual therapy, as it is via the liberty select cycler. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes and efficacy of therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to an inability to breathe during the fill phase of ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 due to acute respiratory distress (onset occurred during treatment). Radiological studies determined the patient was fluid overloaded, and she underwent several hemodialysis (hd) treatments which successfully resolved the patient¿s respiratory distress. The pdrn stated the patient is non-compliant with her treatments (completing approximately 50%) and she has undergone multiple abdominal surgeries which caused significant scarring. The pdrn stated the patient is not a good fit for ccpd therapy, and a family meeting is being held later this week to discuss treatment options. The pdrn stated not supporting the patient¿s allegation of device malfunction or deficiency; however, nurse did encourage the patient to request a replacement liberty select cycler to rule out any device involvement. The pdrn reported that the patient¿s inadequate treatment quality is the same on manual therapy, as it is via the liberty select cycler. Since the patient was discharged on (B)(6) 2024, the patient has been undergoing several treatments at the outpatient home dialysis clinic to promote compliance and monitor for any return of symptoms. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has recovered from the serious adverse events and is also utilizing the replacement liberty select cycler without any reported issue.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to an inability to breathe during the fill phase of ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 through (B)(6) 2024 due to acute respiratory distress (onset occurred during treatment). Radiological studies determined the patient was fluid overloaded, and she underwent several hemodialysis (hd) treatments which successfully resolved the patient¿s respiratory distress. The pdrn stated the patient is non-compliant with her treatments (completing approximately 50%) and she has undergone multiple abdominal surgeries which caused significant scarring. The pdrn stated the patient is not a good fit for ccpd therapy, and a family meeting is being held later this week to discuss treatment options. The pdrn stated not supporting the patient¿s allegation of device malfunction or deficiency; however, nurse did encourage the patient to request a replacement liberty select cycler to rule out any device involvement. The pdrn reported that the patient¿s inadequate treatment quality is the same on manual therapy, as it is via the liberty select cycler. Since the patient was discharged on (B)(6) 2024, the patient has been undergoing several treatments at the outpatient home dialysis clinic to promote compliance and monitor for any return of symptoms. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has recovered from the serious adverse events and is also utilizing the replacement liberty select cycler without any reported issue.